Event description:
On (B)(6) 2011, a reporter (patient's spouse) for the lay user/patient contacted lifescan (lfs) alleging that the minutes on his wife's onetouch ultramini meter were moving slow when he tried to synchronize to his house clock. In addition, he stated the 'seconds' were not counting down, unaware that the meter does not display time in seconds. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The reporter claimed the alleged issue occurred on the day he contacted lfs for assistance at an unknown time. The patient reportedly manages her diabetes with humalog insulin and is a newly diagnosed diabetic. The reporter and patient confirmed that the issues with the date/time did not cause the patient to develop symptoms or receive any form of medical intervention. The patient stated on (B)(6) 2011 at an unknown time in the evening, she inadvertently administered insulin when she wasn't supposed to. She reported that she had been instructed by her medical team to take '20 units' of humalog insulin when her blood glucose result is greater than '130mg/dl'. The patient advised the mss that the meter displayed a result that was lower than '130mg/dl' (could not recall the exact reading), yet despite the lower reading, she reportedly administered the insulin by mistake and passed out shortly afterwards at an unknown time. The patient's spouse called the emergency medical services (ems) that day and when they arrived and tested her, she reported they obtained a reading of '20mg/dl' and treated her with IV glucose once she regained consciousness she was given peanut butter, jelly sandwich and grape juice. The patient was reportedly taken to the emergency room for further observation and later released that day. The patient informed the mss that she was not paying attention nor managing her diabetes well due to the stress of being newly diagnosed. She also reported her doctor has decreased her insulin to '5 units at night' for readings greater than '130mg/dl'. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time and the battery was not removed/replaced prior the alleged issue. The issue remained unresolved and a replacement product was sent. In conclusion, although the issue with the subject meter's date/time did not cause an adverse event, this incident is being reported because the patient allegedly suffered a serious injury due to user error that involved the use of the subject meter prior to the alleged complaint which required medical intervention.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Manufacturer narrative:
Follow up # 1 12/05/2011 - device evaluation: the products involved with this complaint have not yet been returned to lifescan for product analysis evaluation. A DHR (device history record) was completed for this meter and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The initial submission was submitted solely due to a serious injury being reported however, the subject meter did not cause or contribute to the serious injury. At this time, lifescan considers this matter closed.